Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, a missing electrocardiograms (egm) was reported. Technical support was contacted and noted that an episode of ventricular fibrillation (vf) was also diagnosed as ventricular tachycardia (vt). This created an egm anomaly as the vf recording was label as vt. No intervention was performed. The patient was stable and will continue to be monitored.